Manufacturer narrative:
One (1) unit was received decontaminated without its original packaging. The unit was tested by introducing water with a syringe in order to verify for air in line. No air was detected and the water flowed without any problems. The complaint was not confirmed; thus, no root cause could be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that, when the nurse accessed the port for lab draw, the nurse was unable to aspirate blood and only a small amount was obtained with a syringe full of air. The patient was re-accessed with a new needle. No patient injury was reported.